Manufacturer narrative:
As reported, the capsure fixation device is being returned for evaluation; however, at this time has not been received. Based on the available information, we are unable to determine a definitive root cause for the reported event. If/when sample is returned and evaluated, a supplemental MDR will be submitted. This MDR represents the bard/davol capsure (device #1). An additional MDR was submitted to represent the bard/davol composix l/p mesh (device #2). Sample not returned.

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2020, while deploying the first 10 fasteners of the bard/davol capsure straight fixation device with appropriate counter-pressure, no fasteners were able to fixate into the bard/davol composix l/p mesh correctly. Cracking sound was not heard; the fasteners penetrated the mesh and tissues partly, hence the surgeon found it difficult to remove the loose fasteners as it was damaging the mesh and tissues. There was no reported patient injury. The surgeon is an existing user of the capsure device.